Event description:
It was reported that the patient presented in the hospital on (B)(6) 2017 after receiving multiple appropriate high voltage therapies for ventricular fibrillation. None of these therapies converted the rhythm however approximately 20 second after the last therapy, the rhythm converted on its own. It was noted that the right ventricular lead exhibited low, high voltage lead impedance. The lead was capped and replaced on (B)(6) 2017. The patient was not symptomatic due to the event. The patient was stable before, during and after the procedure.